Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology experienced foreign matter on the device cannula. The following information was provided by the initial reporter: rn about to insert IV in pt's arm and noticed a small piece of plastic at the tip of the cannula. IV was not used.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology experienced foreign matter on the device cannula. The following information was provided by the initial reporter: rn about to insert IV in pt's arm and noticed a small piece of plastic at the tip of the cannula. IV was not used.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.